Manufacturer narrative:
Although the surgical procedure was non-robotic, the surgeon reported that the patient suffered a probable thromboembolic accident event related to the patient¿s anticoagulant treatment that was interrupted, then resumed following the earlier da vinci iesu erbe event. A da vinci intuitive technical support engineer was contacted regarding the system issue that occurred prior to this patient's rescheduled procedure. An error code pointing to the erbe iesu was noted. There was no monopolar energy delivery available. The site did not have an available backup generator. The generator was replaced later in the day. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died while waiting for a surgical procedure. The patient had been on anticoagulants but these medicines had been held in preparation for surgery. No operation had been performed and no alternative immediate options for their surgery were provided. The cause of death was not provided but speculated to may have been due to holding their anticoagulation medicine. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that a patient was scheduled for a non-robotic partial cystectomy procedure that had to be postponed due to the site da vinci system having an unrecoverable erbe integrated electrosurgical unit (iesu) issue that was encountered on the day of, but prior to, this patient¿s procedure. The same surgeon had two robotic and 2 non-robotic procedures scheduled. Two of the procedures (one robotic, one non-robotic) were completed that day; the other two had to be rescheduled for a later date. The patient for this report expired one week later. This patient¿s procedure was originally scheduled for (B)(6) 2024 as non-robotic and was re-scheduled for (B)(6) 2024 when the patient underwent the non-robotic partial cystectomy surgery. The patient subsequently expired on (B)(6) 2024, 2 days after the cystectomy was performed. The patient had a history of atrial fibrillation and was on unspecified anticoagulation medications, which were held twice for 3 days each time in anticipation of the initial and rescheduled surgeries. The surgeon suspects the patient suffered a probable thromboembolic accident event as the patient¿s anticoagulant treatment was interrupted, then resumed.

Manufacturer narrative:
This patient's surgical procedure was a scheduled non-robotic surgery; the reported patient event was alleged to be indirectly related by the surgeon who reported that the patient suffered a probable thromboembolic accident event related to interruption of the the patient¿s anticoagulant treatment, then resumed following the surgeon's earlier da vinci iesu erbe event, leading to postponement of their surgery. Based on the investigation, there is no indication that the device directly caused the reported adverse event; the cascade led to the surgeon's subsequent procedure(s) being postponed by the surgeon. Please see section h10 related medwatch report for the iesu erbe device used during a different patient procedure. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the surgeon's unrelated earlier robotic case where the erbe generator was replaced as a result of monopolar power activation problems and c-35 errors noted during testing. Isi did receive the iesu erbe generator for failure analysis. During the power-on test, iesu cautery activation, and visual inspection, the error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the system logs for the reported procedure date found the following possibly related system errors: c-34 - energy activation halted by an instrument or instrument cable connected to the erbe while using the coag function. The probable cause of the errors is attributed to a faulty electrical component inside the iesu. One error indicates a lower voltage than expected during energy activation. The other error indicates a higher current measurement value than expected while the unit is in an off state. Additional b, c, d imdrf annex codes added reflect the issue that occurred with the iesu erbe during a different surgery, resulting in this patient's non-robotic surgery being postponed. C20 - no findings available and d15 - cause not established refer to the impact for the patient in this report.

Event description:
Refer to h11 for follow-up information.